Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit valve (apl) was recommended for replacement to resolve the reported issue. No report of patient involvement. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit valve (apl) was recommended for replacement to resolve the reported issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve resulting in a loss of manual ventilation. There was no report of patient involvement.